Event description:
This pt was enrolled on the heat trial, a multi-center prospective aneurysm clinical trial, and was randomized to the bare platinum treatment arm. The pt is a (B)(4) yr old male who presented with a ruptured aneurysm in the anterior communicating artery. The aneurysm was coiled on (B)(6) 2013 and after the coiling procedure the pt remained intubated. He was extubated only briefly on (B)(6) 2013 and then suffered respiratory failure from pneumonia. Pt was on a ventilator and had an evd. He never improved neurologically. He died on (B)(6) 2013 from respiratory failure secondary to neurological injury from subarachnoid hemorrhage from a ruptured aneurysm. His family withdrew care.